Manufacturer narrative:
The device was returned to olympus service operation repair center (sorc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that a communication error occurred and the endoscopic image failure occurred. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. According to the latest service record of the subject device, the insertion section, the control section, and the video cable were replaced on march 30, 2020. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that the reported phenomenon was attributed to the accidental failure of the imaging unit, the electrical board in the video connector of the subject device, and/or the video system center.